Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that error c-34 occurred repeatedly. The fse replaced vio dv integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the vio dv iesu involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint of repeated error c-34. The vio dv iesu will be returned to original equipment manufacturer (OEM) for repair. The root cause of this failure was due to a component failure. No image/video investigation required as no image or video clip for the reported event was submitted for review. Verification via logs confirms the occurrence of the error fault during a procedure on (B)(6) 2022 using system (B)(4) matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi technical support engineer (tse) and isi fse's investigation. This complaint is being reported due to the following conclusion: the vio dv integrated electrosurgical unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer informed the technical support engineer (tse) that error c-34 occurred multiple times on the vio dv integrated electrosurgical unit (iesu). The tse reviewed the error logs and confirmed errors c-34 and m-11. The customer was using extension power cable to connect vio dv iesu. The tse advised the customer to power cycle vio dv iesu and connect the power cable without the extension cable. After that, the customer called back to inform the tse that the power cord of the vio dv was connected independently to the power outlet; however, the same error reoccurred. The customer elected to replace the vio dv iesu with an external esu, which resolved the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The iesu initially powered on with an error. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.